Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. An emerald rusch fiber-optic blade was attached to the disposed and engaged. After engagement the led beam of light was being projected brightly with no interruptions. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The customer alleges that the light fails to come on or the light would flicker. No patient injury reported.

Manufacturer narrative:
(B)(4). It is unknown if the device was in use or in preparation for patient use at the time the alleged issue was detected.

Event description:
The customer alleges that the light fails to come on or the light would flicker. No patient injury reported.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the light fails to come on or the light would flicker. No patient injury reported.